Event description:
It was reported approximately 3 months after a right tsa, the patient experienced post operative neuropathic pain that felt like a crushing or squeezing around the ankle. The patient was prescribed medication and underwent neurology studies to resolve the event and the device remains implanted. It was reported that the event is not related to the device but is related to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 350-10-03 - ankle sz 3 locking clip 5475350 350-12-03 - tibial plate fb sz 3 rt 5528092 350-22-42 - tibial insert fb sz 2 rt 10mm 5185787 351-91-03 - recip sawblade 8x50x1mm 273914.